Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 167mg/dl. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.